Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) ranging between 480-543 mg/dl; cause was not known. A system check was performed and air bubbles were observed within the infusion set tubing. A tubing change was performed and a correction bolus was delivered to address bg.